Event description:
It was reported by the patient that their ventricular lead is "broken" and is scheduled to be replaced. No patient complications have been reported as a result of this event.

Event description:
It was reported by the patient that their ventricular lead is "broken" and is scheduled to be replaced. No patient complications have been reported as a result of this event. It was further reported that the ventricular lead had a high threshold and high impedance measurements. The lead was capped and replaced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.